Manufacturer narrative:
Concomitant product(s): a 6947 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device had exhibited a charge circuit timeout, an inactive charge circuit and long charge time once it reached end of life (eol) . The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. The battery voltage trend data from the device memory file indicated a significant drop in the battery voltage beginning the week of (B)(6) 2016. Three patient alert events were noted; a charge circuit timeout (cto) and excess charge time on (B)(6) 2016 and a charge timeout on (B)(6) 2016. Returned product analysis measured the battery voltage at 2.64v confirming the battery depletion. Analysis also confirmed that the returned device indicated a cto when attempting a 20 joule and 35 joule charge with the original battery. The original battery was replaced with a reference donor battery with a voltage of 2.625v. The device was able to complete a successful 20 joule and 35 joule charge within nominal charge time when using the donor battery. Additional analysis demonstrated that the device functioned nominally with regards to pacing output, lead impedance, and system current drain. The device was fully functional throughout the analysis. Analysis results were consistent with the device battery causing the device to charge inefficiently. Based on the destructive battery analysis results, no internal short occurred in the battery. There was localized lithium discharge along the edges and severing occurred in multiple lithium anode segments. The anode severing resulted in a reduced lithium anode surface area which caused an increased battery resistance. The increased battery resistance could result in an excessive charge time and ctos during device use. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.